Manufacturer narrative:
This is a final report. The customer returned meter (B)(4). The meter has been tested with an approved strip lot 1002834. The complaint was not confirmed and all results were within the range specification during control solution testing. In addition, the readings reported were found in the internal memory log of the meter and were taken in 10 minutes.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 29 mg/dl and 291 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available.

Event description:
It was reported that insulin leaked from the reservoir. Nothing further was reported.